Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm specification. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
A 300 cm pressurewire aeris was used for an ffr procedure. While removing the pressurewire aeris resistance was felt, but the pressurewire aeris continued to be pulled. When the pressurewire aeris was removed it was observed that the tip was missing. It was reported to be in the artery with a portion of the pressurewire aeris in the aorta. The physician spent approximately 2 hours attempting to snare the pressurewire aeris tip, but was unsuccessful. A CABG of the lima to lad was performed. The tip of the pressurewire aeris was not removed because the surgeon believed it was embedded in the vessel wall or in calcium or the stenosis. The patient was stable after bypass surgery, was extubated the following day and was recovering well. The portion of the pressurewire aeris that was removed is being retained by the hospital and no additional information will be provided.